Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome. The patient reported that elective replacement indicator (eri) is appearing on their external equipment. They stated that the eri first appeared a few weeks ago prior to the report. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.